Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. It was additionally reported that during the explant procedure, the lead's were easily damaged and reportedly broke apart during the extraction process. The broken lead segments were removed and discarded while the remaining lead segment was surgically abandoned. No other adverse patient effects were reported and no information provided on the duration of lead implant.